Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, onxaap-27/29, sn: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018 and replaced with the onxaap-25, sn: (B)(4). Patient death (B)(6) 2018 discovered via internet search. This investigation will be relegated to the onxaap-27/29, sn: (B)(4).